Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported chest pain remains unknown.

Event description:
The patient presented to emergency room with sudden onset of dull chest pain and pain at the back of his neck between the shoulder blades. The pain was worse when lying flat and a chest cta was unrevealing, pain improved with morphine and sublingual nitroglycerin. Troponins were elevated; there was no pericardial effusion. The symptoms are consistent with pericarditis and colchicine was administered.